Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent up button response due to a corroded keypad trace. The insulin pump was received with a minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer did not know the blood glucose reading. The customer stated that the issue was not resolved by a battery replacement. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.